Event description:
It was reported the "pediatric patient with a 10 fr avanos brand jejunal tube, placed on (B)(6), 2026; on (B)(6), a suspected obstruction was reported, and patency was achieved by irrigation with water, without specifying the technical method used, and it remained apparently functional; on (B)(6), in the morning, a new obstruction was reported, the device was checked and manual patency was attempted without success, so it was removed, revealing a rupture of the material in the distal segment, an area with irregular dilation of "bursting" type immediately proximal to the distal weight and absence of the tungsten weight in the extracted tube; subsequently, a new jejunal tube of another brand was installed and a control radiograph was taken, where the tungsten weight corresponding to the removed device was observed inside the intestinal tract." The device was in use for 9-days. (B)(6) 2026 stated the device placement was flushed through a syringe and an x-ray was taken. The feeding solution was pulmocare 63 cc per hour. The device was used for mediations including lorazepam and methadone. Very four hours, and additionally before and after each medication and feeding. The device was flushed with a 20 cc enfit syringe and with 50 cc free water pump every 2-hours. The feeding pump was used for flushing with a 50cc free water every 2-hours. There was a reported history of the device clogging. The patient was reported to be stable, with no medical complications.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 01-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.